Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, troubleshooting determined that the temporary printed circuit board (pc board) restored image function, indicating the original pc board was defective. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue, which does not indicate an MDR reportable event. However, during device analysis, an MDR reportable malfunction was identified, in which image had noise. There was no patient involvement.